Event description:
Customer reported that she was trying to give herself an insulin bolus and she was unsure of what she did and needed assistance. Blood glucose level is 417 mg/dl; customer has not been able to treat. Customer was instructed to press b button and customer stated that screen was asking normal, square or dual wave. Customer selected normal and then it requested bolus amount but she needs it to provide the amount. It was stated that the bolus wizard feature is not turned on; customer assisted on turning it on. Customer confirmed setting in bolus wizard were set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.